Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he had lost weight and was experiencing more bent cannulas. The customer also reported no delivery alarms. The blood glucose reading at the time of the report was 250 mg/dl. The customer was advised on insertion.